Event description:
On (B)(6) 2008, a biopsy was performed on a (B)(6), female, using cook kopans modified breast lesion localization needle. The radiologist did an x-ray for the placement of the needle, the surgeon went in to remove the mass and the needle. Approximately a year and a half later, the patient went in for a mammogram and a portion of the wire was noted to be remaining in the breast. The physician observed the x-ray and it appears to be the hook from the wire. The patient appeared to be ok after the procedure. According to the office manager, she was doing fine and her final visit was on (B)(6) 2008. It is not known at this time if the wire has been removed from the patient.

Manufacturer narrative:
Pt weight: unknown as not provided by reporter. Expiration - unknown as lot is unknown. Approximate age of device: unknown as lot is unknown. (B)(4): it is unknown if the device remains in the patient as this information was not provided by reporter; tip breakage is not listed in the IFU. Manufacture date: unknown as lot is unknown. The following hook wire characteristics are 100% inspected for: length, smooth deployment, angle, and appearance. Each device is shipped with instructions for use (IFU) that warns "under no circumstances should a hook wire engaged in tissue be pulled out without special surgical intervention." The IFU also cautions that "following placement of the hookwire, the portion protruding outside of the breast should be bent and taped to the skin to prevent inadvertent movement." The IFU also adds "the hook wire should be used as a guide for the surgeon, not a retractor." Without the complaint device it will not be possible to make an informed judgement as to the cause of the separation. Other than noting the IFU caution statements. Whether this scenario contributed to the complaint is unknown at this time. We will continue to monitor for similar complaints.